Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the other procedures were reported in another complaints report? Did the patients present complications, resutured, medical intervention? Do you have the lot numbers and quantity involved product? Could you please provide the product codes? Could you please confirm the availability of the devices?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an unknown suture was used. The doctor has been using this unknown suture since last year and noticed problems: needle out of thread; easy bending of needle; breakage of suture on slight pull and superficial infection of suture site. It is unknown how procedures were completed. It is unknown if there were any patient complications. Additional information was requested.